Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited low out of range pacing impedance that resulted in a lead safety switch (lss) on the right ventricular (rv) lead channel. Reports show a sudden drop in impedance. There was oversensing of noisy signals and pacing inhibition as a result of the lss. Technical services (ts) noted that the patient may have exhibited an asystole. Additionally, this device exhibited high capture thresholds and intermittent loss of capture (loc). Ts suggested troubleshooting actions and potential resolution. The device remains in use. No adverse patient effects were reported.